Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that no alert/notification occurred. On the day of the event, the patient was was alone at the grocery when she fainted, had a nosebleed, and bump on her head. The patient stated they did not receive notification that the cgm was 40 mg/dl on her dexcom. Bystanders called 911. When emergency medical services (ems) arrived, they reportedly immediately administered unspecified treatment and they noticed the patient bit her tongue. The patient was restless and reportedly in a diabetic coma for a couple of hours and regained consciousness when she arrived at the emergency room. Upon arrival to the ER, the bg was 32 mg/dl. The patient received glucose intravenously. The patient was treated in the ER from 4:30pm-10:00pm. At the time of follow up contact with the patient on (B)(6) 2024, the patient was still feeling nauseated after the event. Performance data was reviewed. The allegation was confirmed due to the finding of no alert/notification. The probable cause was that the alert was disabled. No additional patient or event information is available.